Manufacturer narrative:
(B)(4). Evaluation summary: it is indicated that the device was inadvertently discarded during inventory; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified and 95% stenosed distal circumflex artery. Pre-dilatation was performed with a 2.0 x 12 mm unspecified balloon catheter. A 2.5 x 23 mm xience v stent delivery system could not cross the lesion and the proximal shaft separated. A 2.25 x 23 mm xience v stent delivery system was advanced to the lesion but could not cross. A 2.25 x 23 mm xience v stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.